Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown version: 2.0.1460 product type software product ID: a810, serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding clinician progr ammer tablets. It was reported that the healthcare provider kept getting a message / service code 338 regarding the connection to the pump having been interrupted and the session was ended; the application must be exited and restarted. It was further reported that the issue regarding the service code 338 having displayed was happening daily in every tablet they have. It was further reported that they were running on the synchromed iii application with the latest software version 2, and were closing all other applications down. The company representative had looked at the tablets and everything was updated. No patient symptom was reported.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown. Product type software product ID a810 lot# serial# unknown. Product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare provider was unable to give further information regarding patient gender, patient age, and pump model/serial number for each specific event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a company representative (rep) indicated this was occurring with three tablets happening at least once per clinic session at least once per week. It was noted the issue was still occurring and was not resolved. It was reported it was intermittent. It was still happening regularly and the rep would speak to them again.